Event description:
Philips received a complaint on the dfm100 indicating that the therapy failed while performing operational check. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was defective therapy capacitance and therapy pca. The reported problem was confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.